Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4). Batch: 7191750.

Event description:
It was reported that the patient was experiencing heart fluttering during the trial procedure. The trial leads were removed, and the patient was doing well postoperatively. The explanted trial leads will not be returned as they were discarded by the medical facility.